Manufacturer narrative:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change color. There was no reported patient injury. The device was initially deployed outside the patient's body, but the indicator window did not respond when the guidewire was pulled. The procedure used a retrograde approach and was interventional. The patient¿s post-procedure condition was good. The operator was trained in the device, and it was stored and prepared according to the instructions for use (IFU). There were no visible signs of damage to the device or packaging prior to use. A non-cordis sheath was used. Femoral artery suitability was confirmed via angiography, including an appropriate insertion angle, and the vessel diameter was verified to be equal to or greater than 5 mm. There were no signs of calcium, plaque, stent, stenosis >50%, prior closure, or pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. There was no difficulty connecting the device to the sheath. The indicator wire cowling locked properly, a click was heard, and pulsatile flow was observed. The device and sheath were retracted together until bleed back slowed or stopped. No black or red was seen in the indicator window, and the physician did not place their thumb on the plug deployment button during retraction. Upon removal, the indicator wire loop was deployed and showed no anomalies. The product was not returned for analysis. A review of the manufacturing documentation associated with lot: 18454448 presented no issues during the manufacturing process that can be related to the reported event. The reported event of "indicator window no change to indicator" could not be observed as the device was not returned for evaluation. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product history review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Event description:
The product was not returned for analysis.

Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change color. There was no reported patient injury. The device was initially deployed outside the patient's body, but the indicator window did not respond when the guidewire was pulled. The procedure used a retrograde approach and was interventional. The patient¿s post-procedure condition was good. The operator was trained in the device, and it was stored and prepared according to the instructions for use (IFU). There were no visible signs of damage to the device or packaging prior to use. A non-cordis sheath was used. Femoral artery suitability was confirmed via angiography, including an appropriate insertion angle, and the vessel diameter was verified to be equal to or greater than 5 mm. There were no signs of calcium, plaque, stent, stenosis >50%, prior closure, or pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. There was no difficulty connecting the device to the sheath. The indicator wire cowling locked properly, a click was heard, and pulsatile flow was observed. The device and sheath were retracted together until bleed back slowed or stopped. No black or red was seen in the indicator window, and the physician did not place their thumb on the plug deployment button during retraction. Upon removal, the indicator wire loop was deployed and showed no anomalies. The device will be returned for analysis.